Event description:
Customer reported the tube is arcing. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and regreased the candlestick connectors. System operates as intended. (B) (4)